Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Service technician was not able to reproduce the reported problem "spike in volume sporadically". The ventilator passed 48 hours extended tests at customer settings with no unusual alarms or conditions. However, the ventilator failed troubleshooting final test at pressure & oxygen blending performance. Pressure & oxygen blending performance failed for non-conformance with acquire plateau pressure. Bench testing reveled flow valve is creating the non-conformance. Service technician replaced flow valve with a good known test flow valve and vent passed pressure & oxygen blending performance. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1200 ventilator alarmed "low pressure" and stopped ventilating. The issue occurred during patient-use and the patient was manually ventilated via bag valve mask to endotracheal tube. The customer confirmed that there was no patient harm associated with the reported event.